Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not detected on the communication bus. A field service engineer reseated all cables and wires, examined the pyxibus cable and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer 4 not detected on the communication bus. The customer stated that the reported malfunction occurred when user trying to issue medication to the patient and there was a delay in accessing medication. There were no adverse events or injuries reported based on this eve